Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for three patient samples tested for the elecsys hcg test system (hcgstat) and the elecsys probnp ii immunoassay (probnp) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. The first sample initially resulted with an hcgstat value of 1.01 miu/ml accompanied by a data flag. A urine pregnancy test from the patient was positive. The sample was then repeated, resulting with an hcgstat value of 13670 miu/ml. The second patient sample initially resulted with an hcgstat value of 27 miu/ml and this value was reported to the patient. The sample was repeated, resulting with an hcgstat value of 4928 miu/ml. The sample was also repeated on a cobas 6000 e 601 module (e601), resulting with an hcgstat value of 4501 miu/ml. No adverse events were alleged to have occurred with the patients. The hcgstat reagent lot number was 189123. The reagent expiration date was asked for, but not provided. The field service engineer ran performance testing on the analyzer. Probes on the analyzer were changed. He later changed all fluidics and ran performance testing again. He checked the liquid level detection and probe adjustment; these were ok. After these service actions, the customer stated that they received an erroneous result for one patient sample tested for probnp on (B)(6) 2017. The erroneous result for this sample was not reported outside of the laboratory. No adverse events were alleged to have occurred with this patient.

Manufacturer narrative:
The sample tested for probnp on (B)(6) 2017 had an initial result of 41.93 pg/ml and repeat results of 689.9 pg/ml and 694 pg/ml. It was clarified that an erroneous result was reported outside of the laboratory for this sample. An additional probnp value of 689.8 pg/ml was provided, but it could not be clarified if this value was provided in error, if it represents an additional repeat result from this patient sample, or if it represents a value from another patient sample. The customer has provided data for two additional patient samples that had erroneous hcgstat and probnp results. The erroneous results were reported outside of the laboratory. The first of these two samples was tested for hcgstat and this sample resulted as < 5 miu/ml on (B)(6) 2017. The patient was pregnant. The frozen sample was used for the repeat and the repeat result was 82 miu/ml. The second of these two samples was tested for probnp on an unknown date, resulting as 4501 pg/ml when tested on a cobas 6000 e 601 module (e601). The sample was repeated on the e411 analyzer, resulting as 27.67 pg/ml. The sample was also repeated again on the e411 analyzer, resulting as 4928 pg/ml. The 4928 pg/ml value matched the value from the e601 analyzer. No adverse events were alleged to have occurred with these patients. A field service engineer re-checked the analyzer on (B)(6) 2017 and checked the sipper probe movement. The laboratory has been repeating all samples twice since this time and all results have been ok. It was asked, but it is not known if the mentioned hcgstat test is actually the elecsys hcg + beta test system or the elecsys hcg test system. Date of event has been updated.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue could be excluded. An hcgstat calibration performed on (B)(6) 2017 was slightly below expected results, but this was not an indication for an issue. Only one level of quality control was tested on (B)(6) 2017 for hcgstat and this was close to the target value. Possible root causes for this event may be sample quality and insufficient maintenance.